Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was determined after testing that patient had an infection, which would require a stage 1 removal of all depuy reverse shoulder implants. During the surgical case to extract the implants, the surgeon was attempting to extract the humeral stem. After connecting to the stem with the impaction handle, he began to tap the top flange of the handle with the slotted mallet (ref. # (B)(4), lot # so2029058) that is included in the shoulder removal instrument set. While using the poly tipped end of the mallet to do this, the poly tip sheared off, and landed on the floor. The humeral stem was then removed easily without further incident. A few minutes later, during the removal of the metaglene locking screws (3 in total), as the surgeon was removing the final screw, one of the tabs on the end of the locking screwdriver (ref. # (B)(4), lot # 5285866) broke off, and also landed on the operating room floor. Since the screw was already loose, and about to come free of the metaglene, the surgeon was able to pull it free. All implants were removed as planned without additional surgical time, or injury to the patient.